Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Nurse of the hosp reported to our sales rep, that she noticed during the surgery that the tip of the axsos screwdriver broke. According to her info, a replacing screwdriver was available to complete the surgery successfully without any prolongation or pt impairment.